Manufacturer narrative:
Product complaint # (B)(4). Additional information received from onemd field actions (B)(6) on 28 sep 2022 at 11:32 am stated - we confirm there have been no fsca linked to pn 960014 in the last five years. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I have received a phone call from a hospital today asking if we have had any product recalls for sigma. They informed me that in a case in june or july a patient had a right cr femur implanted into a left leg. They would like to rule out the possibility of a packaging issue. Was there any consequence to the patient due to the event? Yes no delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device(lot number: d19113325), and no non-conformances / manufacturing irregularities were identified.